Event description:
A nurse reported that an auto gas fill pack leaked during surgery. The pack was changed out and there was no delay or pt harm reported.

Manufacturer narrative:
A sample has been returned and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).